Event description:
It was reported that a carcinoma in the rectum was treated with colonic ftrd. After clip deployment, the snare was not closed and the tissue was not resected. The tissue resection was conducted by surgery.

Manufacturer narrative:
Colonic ftrd was used for the treatment of a carcinoma in the rectum. After clip application, snare was not closed before current was applied resulting in an immobile snare. The tissue was surgically resected. The technical analysis of the affected product did not reveal any deviation from product specification. This report is part of the additional information requested by the FDA and the subsequent notification, as communicated by ovesco on 24.10.2024 and refers to: "follow up questions ftrd system perforation-clip detached failure_10-03-2024 annex 1".